Event description:
The patient had the implant removed due to a cosmetic desire for a larger implant. It is noted that the patient had skin expansion, which contributed to the patient's request.

Manufacturer narrative:
The patient had the device implanted on (B)(6) 2022. Immediately after surgery, he rated his pain a 2 out of 10. (B)(6) the patient returned for his first follow-up, where it was noted he had no swelling or inflammation and mild discomfort. On (B)(6), the patient presented for his second follow-up, where there was no concerns with his healing. The patient returned for his third follow-up on (B)(6) where his drain was removed. He had a virtual appointment on (B)(6) 2024, where he reported he had bulging on each side of the implant when flaccid, but none when erect. He also desired an upgrade. Upon examination, the patient had loose and detached sutures. The patient had the revision and replacement on (B)(6) 2024. He presented on (B)(6) for his first follow-up where it was noted he had good healing. The patient returned on december 5 and 6 for further follow-ups where he stated he had an irregular urinary stream. He was instructed to wrap his penis to the left side as there was a rightward deviation. The patient was instructed to follow-up if the symptoms persisted, which he has not as of the current date. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists suture detachment and implant extrusion/perforation as anticipated device deficiencies. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient included skin wrinkling in erect and flaccid state. The instructions for use also list implant extrusion as a potential adverse device deficiency. The patient also acknowledged the statement within the consent form, "I understand that recovery is highly individual and may vary significantly for any particular case. I understand that full rehabilitation can take considerable time, including months, if not years." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery and the IFU, which were reviewed as part of the 510(k) process, dissatisfaction with cosmetic results is listed as a potential adverse event and complication. Patients should be informed that dissatisfying cosmetic results such as scar deformity, hypertrophic scarring, asymmetry, displacement, incorrect size, unanticipated contour or projection, transillumination and palpability may occur. Careful preoperative planning and surgical techniques are essential to minimize the occurrence of such results. Cosmetic concerns may also become medical concerns. Dissatisfaction with cosmetic results is an anticipated side effect of that is disclosed in advance. This anticipated side effect is included in the clinical evaluation that was submitted as part of the 510(k) process, within the instructions for use, and a part of the informed consent process. The root cause of this investigation is the inherent risk of the device. The term " appropriate term not available" was chosen for clinical code as the specific injury identified was skin expansion. Additionally, as the device was not returned and unable to be investigated, historical data analysis, trend analysis, production records, and the patient's medical records were used to investigate this complaint. The manufacturing date is not included in the label as pi.